Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0267245. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on our engineers evaluation of the returned sample and your description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima-ii units; bd will continue to track and trend for this issue. Investigation conclusion: the complaint gauge is 20g,assembly at auto line 4 in (B)(6) 2020,lot quantity is (B)(4). Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormality for it. Review of the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities. This number is pvc- y type of product and cannot be used for high pressure. Suggest to use high pressure resistant products all of which are straight type. No same compliant was received from the complaint lot. Conclusion(s): no abnormality found on process, this number is pvc- y type of product and cannot be used for high pressure.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced blood exposure/splash. The following information was provided by the initial reporter: the patient reported a cold feeling in his hand after conducting angiocardiology, and the head nurse found fluid leakage at the indwelling needle catheter seat. Radiation images for the patients with coronary cta, prepared vascular puncture and matters needing attention, metformin (have diabetes, told to stop three days), the blood vessels in poor conditions, puncture biopsy again the wrist joints of distal radial vein puncture success with 5 ml saline test no abnormalities, one by one bring patients to CT room door for inspection. The patient was positioned, connected with the high pressure syringe and tested the speed with normal saline at 6ml/s. No abnormalities were found. At 10:03, the examination was completed. Hemorrhage was observed at the needle when separating the high pressure syringe. A little blood was found in a single dose at one time, which was less than 2ml by visual examination, and it was considered to be bleeding at the vascular puncture point. At the same time, the clothes on the right shoulder of the patient were wet and non-sticky, which should be caused by normal saline. Ask the patient to say: first a fever feeling and feel a cool feeling on the right shoulder, the patient thought there was such a feeling. There was still oozing blood when the patient was lifted up and ready to get out of bed. It was considered that the indwelling needle was the problem, that is, the indwelling needle was removed and pressed to stop the bleeding, and the patient was helped for CT outdoor observation. Use an alcohol sand to wipe blood from the skin of your hands. Upon examination of the indwelling needle, it was found that the white plug at the end cap was displaced, resulting in bleeding in the patient. The patient does not have any problems, but the hands felt cold during the oral treatment, which was dealt with by the head of the department. The leakage part is the catheter seat.